Manufacturer narrative:
Na

Event description:
It was reported that when the ventilator was plugged into ac power, the ventilator was functioning fine. When the ventilator was running on an external power source, it shut off on the pt 3 times with an audible alarm. They were unable to restart the ventilator. The pt called 911 and went to the hospital where the caregiver brought a backup ventilator. There was no harm to the pt.